Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports safe-t-pro lancet did not retract after being fired. No adverse event reported. Requested return of suspect device and replacement was sent.